Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging ipg due to the charger being implanted deeper from the recent revision. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted ipg will not be returned to bsn.

Event description:
A report was received that the patient was having difficulty charging ipg due to the charger being implanted deeper from the recent revision. The patient underwent a revision procedure wherein the ipg was replaced.